Event description:
It was reported that the patient, part of the (B)(4) study, was admitted to the emergency room with palpitations and weakness that lasted about an hour. The physician felt that the device was undersensing and was the patient was therefore in pacemaker mediated tachycardia (pmt). Because the patient developed permanent atrial fibrillation, the device was reprogrammed to ddi mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.